Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's percutaneous trans-hepatic cholangiography procedure, the introducer assembly became stuck and the user was unable to withdraw the guide wire, the dilator and the cannula assembly.